Manufacturer narrative:
Concomitant medical products: product ID: ddmb1d1 ICD, implanted: (B)(6)2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced exit block, arrhythmias, sinus bradycardia and tiredness. The right atrial (ra) lead had dislodged and was unable to capture. The physician suspected that the patient¿s arm movements dislodged the lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.